Event description:
The customer obtained false negative vitros (B)(4) results on two different samples collected from the same patient, on a vitros eciq and a vitros 3600 system. The same samples produced a reactive result on a competitive system. False negative results may lead to inappropriate physician action. The vitros (B)(4) results were not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that the patient samples in question were truly (B)(6) reactive when tested on two alternate methods. The investigation found no evidence to indicate that the vitros eciq and the vitros 3600 did not operate as intended. The root cause for the false negative vitros (B)(4) result is most likely a mutant strain of the (B)(6) virus which could not be detected by the vitros (B)(6) assay.